Manufacturer narrative:
Evaluation summary. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the uniboard. Parts replaced that were unrelated to the customer complaint were the pump mount screws and the pump isolation mounts. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the rear rotation knob was not working properly and the control module vacuum activated automatically even though smart vac was disables in the settings. No patient consequence occurred.